Manufacturer narrative:
Additional information: b5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced elevated iop with angle closure, excessive vault, significant reduction of iridocorneal angles and shallowing of the ac. Medication administered. At a later date the reporter indicated the patient is now experiencing pigment dispersion and unreactive fixed pupil. Lens remains implanted. Cause of the event was reported as the device. H6 - health effect clinical code: 4581 - unreactive fixed pupil, pigment dispersion. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced elevated iop 15 mmhg with angle closure, excessive vault, significant reduction of iridocorneal angles and a shallowing of the ac. Medication administered," resolved after treatment," and lens remains implanted. Cause of the event was reported as device.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).